Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the battery kep nut was loose inside the device. Physio tightened the battery kep nut and replaced the device's battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powers off when it is hit. There was no report of patient use associated with the reported event.